Event description:
On the morning of (B)(6) 2018, I plugged in (B)(6) personal steam inhaler, and after about 10 minutes using the inhaler to clear my sinus congestion, it popped in my face. The device didn¿t break, but it popped like an explosion and I threw it away from my face. The steam and liquid splashed on my face. My face was burning, turned red and was getting swollen. So I went to (B)(6) emergency room in (B)(6). I was treated and released with 1st degree and 2nd degree burns. I don¿t know why this device, item number #a53e0097, model #zl101, wic #(B)(4), svc code: (B)(4) popped and burned my face. I¿m scheduled to see the (B)(6) clinic at (B)(6) on (B)(6) 2018.